Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were exiting the cartridge into the tubing. Blood glucose (bg) level was over 500 mg/dl with a trace of ketones. Insulin injections were administered to address the bg level. Reportedly, the contact changed out the cartridge and tubing.